Event description:
Legal counsel for patient reports that patient underwent total left total hip arthroplasty on (B)(6) 2010 and that a subsequent revision procedure occurred on (B)(6) 2011 due to patient allegations of elevated metal ion levels, pain, inflammation, difficulty walking, sitting, and standing. A review of invoice history confirmed the acetabular cup, modular head and taper adapter were removed and replaced. Additional information in revision operative notes for the revision procedure that took place on (B)(6) 2011 confirms dislocation and loosening of the acetabular component. Patient medical records further indicate a subsequent revision procedure occurred on (B)(6) 2011 to remove and replace all components with cement spacer molds due to infection. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
This follow up report is being filed to report additional information of dislocation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is number 2 of 2 follow up mdrs filed for the same event (reference 1825034-2013-04233 and 04235).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04233 / 04235). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reports that patient underwent total left hip arthroplasty on (B)(6) 2010 and that a subsequent revision procedure occurred on (B)(6) 2011, due to patient allegations of elevated metal ion levels, pain, inflammation, difficulty walking, sitting, and standing. No further information has been provided to date. This report is based on patient allegations and the allegations are currently unknown and unverified.